Event description:
It was reported that the patient with this pacemaker had exhibited pocket infection with erosion. Reportedly, the patient had a chronic atrial fibrillation; hence, the right atrial (ra) lead was capped. Moreover, the patient had an occluded left subclavian vein and a known hematoma that was healing but subsequently worsened and led to device erosion. There was required intervention for this device. The patient was under chronic anticoagulation therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.